Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 37 mg/dl with unsteadiness when standing and walking associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did require assistance from a 3rd party. Troubleshooting was not completed at the time of the call and the reporter could not be reached for further information. This complaint is being reported based on the allegation that the patient experienced hypoglycemia due to the alleged inaccurate delivery issue.